Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 (air in line) alarm that occurred on the home choice (hc) unit during drain 2. The home patient (hp) had disconnected to step away from the hc, but when she did she did not close all the clamps. The technical service representative (tsr) assisted the hp with clearing the alarm. The tsr explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and finish with manual supplies. The hp would set up with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) had disconnected to step away from the hc, but when she did she did not close all the clamps. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.